Event description:
Reportedly, over 6 months,very fast increase of battery impedance was observed on the device. An analysis is requested.

Event description:
Reportedly, over 6 months,very fast increase of battery impedance was observed on the device. An analysis is requested.